Event description:
It was reported that there were white floating particles in a small volume intermate. The device had been filled with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured november 11, 2014 to november 13, 2014. The device was received for evaluation. Visual inspection was performed and identified floating white particulate matter. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.